Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-06191. The patient had two leads implanted with the same lot number. Information received identified the patient experienced shocking while sitting or lying down and swelling at the implant site. The patient stated her device stuck out so far she couldn't sit down and experienced a "rug burn type heat". Patient's entire scs system was removed on (B)(6) 2012.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.